Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that when hitting unlock to insert the bur, a communication failure screen popped up. After hitting ok, an internal error screen popped up. They exited the case, took parts apart from the drill, unplugged the drill, entered the case, plugged the drill back in, put the drill array and long attachment onto the drill ensuring the long attachment was locked, hitting unlock to insert the bur; but the failure happened again. As this was noticed during set up, the cori assisted tka surgery was performed, without any delay, using a ri robotic drill attachment back up. Patient was not impacted.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill attachment, part number rob10015, serial number (B)(6), intended for use in treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. The drill attachment was able to be attached to a test lab drill and all diagnostics passed multiple times and multiple test case setups were completed. A relationship between the reported event and the device could not be established. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a drill attachment retaining nut coming loose due to vibration during use. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.